Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 150-160 mg/dl. Reportedly, customer changed the infusion set sites or simply cleared the alarm and resumed insulin delivery to address the issue. The customer continued to use the pump for insulin therapy.